Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient unable to tighten the battery cap to the pump, the pump had no power and the patient had blood glucose (bg) levels of 300-400 mg/dl, with increased lethargy. During troubleshooting, it was found that the battery compartment was cracked and the patient unable to properly tighten the battery cap. The yellow o-ring remained visible. The battery cap had never been changed. The patient self-treated with insulin injections. Customer support advised patient to discontinue pump use. This complaint is being reported because the issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/12/2015 with the following findings: unexplained power on resets observed in the black box on (B)(6) 2014; deliveries never resumed. Battery compartment is cracked on the side near the threads and cracked below the bumper pad. Returned battery cap has stripped threads . It is unable to fully attach to the pump; por¿s duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test; no por¿s were duplicated during this time.the tdd¿s add up correctly. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. No evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.